Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The side where the shell impaction platform is assembled, is broken.

Event description:
The side where the shell impaction platform is assembled, is broken.

Manufacturer narrative:
Reported event: it was reported that the side where the shell impaction platform is assembled, is broken. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 32884 and accepted into final stock on 07/07/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32884, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.